Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that during a surgical procedure using the panta arthrodesis nail system, intended for use in tibio-talo-calcaneal arthrodesis, the wheel unit assembly could not easily be attached by the screw to the jig that is used for nail guidance and joint compression. The procedure was prolonged by about ten minutes. There was no adverse outcome for the pt.